Manufacturer narrative:
Due to character restrictions in block e1 address: (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit automatically shut down without alarm. The spare device was immediately replaced, and no personal injury occurred.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the high temperature of the device power supply caused the device to automatically shut down. The fse cleaned the power module. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
N/a.